Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation. In the letter the dentist stated the patient has a history of tmj that causes ear pain, dizziness and headaches. Dentist agrees with patient's decision to discontinue aligners to prevent exacerbation of tmj.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.